Manufacturer narrative:
A boston scientific technical services consultant documented and discussed the clinical observations. The patient will continue to be followed via remote monitoring. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that a red alert was generated for this system due to a shock impedance measurements of zero ohms. No adverse patient effects were reported.